Manufacturer narrative:
The initial MDR 2432235-2017-00291 was filed on april 25, 2017. The first supplemental MDR 2432235-2017-00291_s1 was filed on may 30, 2017. Additional information (06/22/2017): a siemens headquarters support center (hsc) specialist reviewed the information provided by the customer and concluded that there is no method or reagent issue. The cause of the discordant, falsely low urea nitrogen results on patient samples is unknown.

Manufacturer narrative:
The initial MDR 2432235-2017-00291 was filed on april 25, 2017. The first supplemental MDR 2432235-2017-00291_s1 was filed on may 30, 2017. The second supplemental MDR was filed on july 17, 2017. Additional information (06/21/2017): a siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse performed a six month preventive maintenance by replacing the lamp, cuvettes, peristaltic tubes, seals, and other additional parts. The cse performed system decontamination by filling the water bottle with 50 percent bleach solution. The cse also decontaminated the water containers / tubes and performed a full wash. The issue resolved after the decontamination procedure. The cse attributed the cause of the issue to be due to the system contamination.

Manufacturer narrative:
The cause of the discordant, falsely low un results on patient samples is unknown. Siemens is investigating the issue.

Event description:
Discordant, falsely low urea nitrogen (un) results were obtained on patient samples on an advia chemistry xpt instrument. The analyzer sent the incorrect results to the centralink system with variance flag. The initial results were not reported to the physician(s). The samples were repeated on the same instrument, resulting normal. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low un results.

Manufacturer narrative:
The initial MDR 2432235-2017-00291 was filed on april 25, 2017. Corrected information (05/08/2017): the initial MDR states that the date of event was (B)(6) 2017. The customer stated that the event occurred at the end of last year, around (B)(6) 2016. As the exact date of event has not been provided, has been updated with the earliest date.